Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2 mos postop the initial r tka, the male patient was brought back for a right quad tendon repair. While the patient was opened, a new poly was swapped out. Patient was last known to be in stable condition following the event. The device is not available for evaluation as the hospital discarded the device.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, approximately 2 months postop the initial r tka, the male patient was brought back for a right quad tendon repair. While the patient was opened, a new poly was swapped out. Patient was last known to be in stable condition following the event. The device is not available for evaluation as the hospital discarded the device. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is post traumatic event and repair of the right quad tendon.